Event description:
It has been reported to philips that the flat detector did not communicate with the controller. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that there was a missing 24v connection to the detector. The power delivery unit (pdu) was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system internal ups shows voltage error. Analysis of system log file identified that the power issue caused by the faulty ups. Upon troubleshooting actions, fse took the ups out of service and connected the system to the external ups. Upon functional analysis, fse found that the voltage error which was due to the defective pdu fan tray and missing 24v power supply for detector. To resolve the issue, fse replaced the pdu fan tray and connected the system to the external ups. After connecting the system to the external ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.